Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the hydraulic actuator foot was damaged. The defective parts were replaced for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the hydraulic stabilisation system was non-functional. There was no patient involvment reported.